Event description:
The patient was experiencing pain at the pump site. The patient could reportedly push the pump back down behind his belt, like it might have moved up. It was noted that it might have come loose in the pocket, but the patient would keep an eye on it. The patient was reportedly feeling fine on the morning of report. The patient was not sure what other medication was in the pump other than morphine, but it was noted that morphine and "others" had always been in the pump. The "others" were reportedly bupivacaine and clonidine. Additional information was requested to determined if any interventions would be performed and the patient outcome.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).